Manufacturer narrative:
Based upon the available information the incident is deemed a reportable malfunction. The dressing was not used. The primary and secondary packaging includes the statement "sterile in unopened, undamaged package".

Event description:
Primary packaging of wound dressing "was printed, cut, and sealed incorrectly".photos depicting the reported complaint were provided by the complainant.